Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated alert 38 indicating consecutive motor stalls, after which a replacement ilet was arranged and the user was instructed on shutdown, data sync, return procedures, and initial setup for the replacement. Symptoms included no adverse effects to blood glucose. Outcomes included continued use of cgm without interruption and successful setup of the replacement device. Investigation included review of device history and user-reported alert verification. Investigation of the returned device revealed a stalled motor condition consistent with a device mechanical malfunction of the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical issue not attributable to user operation.